Event description:
The pt had an anterior communicating artery aneurysm that ruptured and was clipped on june 5,1997. On june 11, 1997, the pt was treated for symptomatic vasopasm due to subarachnoid hemorrhage. During the procedure on june 11, the vessels accessed with the medtronic mis cirrus-10 occlusion balloon micro catheter were the right and left middle cerebral arteries (mca) and the basilar artery and its p1 segment. Two cirrus-10 catheters were used during the procedure, and each were successfully prepared with 50:50 solution of omnipaque 300 and sterile normal saline. With the first cirrus, the physician successfully relieved the vasospasm in both the right and left mcas. During the treatment of a severe vasospasm in the basilar artery with a second cirrus catheter, the balloon was gently inflated; at this time, an artery dissection occurred at the bifurcation between the basilar artery and the p1 segment. The pt died two hours following the procedure.